Manufacturer narrative:
The reported events of p-wave amp variation and high pacing impedance were not confirmed. Final analysis found the complete lead with a stylet was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.

Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited high pacing impedance and variation of p wave amplitude. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023 . The patient was stable throughout the procedure.